Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. Interrogation of the device revealed that there was noise on the right ventricular lead that caused the device to go into noise reversion. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.